Manufacturer narrative:
Investigation conclusion: the reported event that the pump alarms low battery despite being plugged in for one hour could not be confirmed after analyzing the pcu event log. The source device and battery logs were not returned to enable testing for this investigation. ¿ attempt to retrieve battery log from customer was unsuccessful. ¿ since battery was not returned, could not determine if it was operating within specification. ¿ the device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Pump alarms low battery. It was reported that during the nch investigation it was noted that the pump alarms low battery despite being plugged in for 1 hour.